Event description:
Same case as MFR #: 2134265-2013-00921. It was reported that during a abdominal aortic aneurysm repair there were difficulties removing the sheath. There was a 6f, 9f, 12f, two 14f and a 18f super sheaths used during the procedure. One of the 14f sheaths was unable to enter the patient's body. The second 14f super sheath, they were unable to loosen the dilator of the sheath and experienced difficulties removing from the patient. The hydrophilic coating came off of the zipwire. The procedure was completed using the 18f sheath. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: evaluation/findings: as received, the specimen appears visually and dimensionally correct. The specimen presents a large radius, twisting bend over the distal 6.5cm, consistent with tensile loading and a bend over the proximal 2mm. The specimen coating appears visually and tactilely consistent. Microscopically the specimen coating appears to be smooth and consistent with extensive regions of wear/abrasion with dried blood-like material residue within the coating, as indicated by the transfer to the wetting wipe. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-00921. It was reported that during a abdominal aortic aneurysm repair there were difficulties removing the sheath. There was a 6f, 9f, 12f, two 14f and a 18f super sheaths used during the procedure. One of the 14f sheaths was unable to enter the patient's body. The second 14f super sheath, they were unable to loosen the dilator of the sheath and experienced difficulties removing from the patient. The hydrophilic coating came off of the zipwire. The procedure was completed using the 18f sheath. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).